Manufacturer narrative:
The specimens were collected into lithium heparin tubes with a gel barrier. Samples were centrifuged at 3,600 rpm for 10 minutes at room temperature. Qc and system check were within specifications. Service was not dispatched for this event as the issue is isolated to this specific patient sample. The sample was sent to customer product line support (cpls) for heterophile testing which was confirmed and the root cause for this investigation. Note: this reportable event was identified during a retrospective review of complaints for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for one patient. The results were reported out of the lab. The customer reports the patient did undergo a cardiac catheterization procedure which resulted normal.